Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure the surgeon noticed that the foot pedal on one of the consoles is not sliding and not holding settings. Surgeon was able to complete the procedure on their other console which is normally a teaching console. Customer informed they will use the teaching console for today's procedures. No foot pedal related errors in the error logs. The procedure was completed with no indication of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue with the footrest stopping about halfway. The footrest drive was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The footrest drive was installed on the test system and stopped moving at the middle. .